Manufacturer narrative:
The autopulse platform was returned to zoll (B)(4) on 12/12/2014 for investigation. Investigation results as follows: visual inspection of the returned platform showed no damages to the platform. A review of the autopulse platform's archive was performed and confirmed the observed user advisory (ua) 42 (force overload tripped) fault. The archive data showed that ua 42 faults occurred on (B)(6) 2014. Functional testing was performed and the ua 42 fault was not reproduced. The platform ran for 2 hours and passed testing. In addition, there were no damages to the internal cables and all of the connectors were seated correctly. Furthermore, load cell characterization testing was performed and no problems were observed. Based on the investigation, no part was identified for replacement. In summary, the ua 42 fault was confirmed based on the platform's archive review but was not reproduced during functional test. The root cause for the ua 42 fault could not be determined. The platform passed final testing.

Event description:
During review of the autopulse platform's archive data by zoll (B)(4), it was observed that a user advisory (ua) 42 (force overload tripped) message occurred on(B)(6) 2014. It was reported that the platform is used for both training and clinical use. No adverse patient sequelae was reported. Although the customer did not report this, ua 42 is considered a reportable malfunction. No further information was provided.